Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid right coronary artery exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated with 1.5 balloon and a 2.5 balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the physician noted the stent looked like the struts were frayed at the tip upon removal having not crossed the lesion. However, physician stated that there was 3 wires in the catheter, two in the rca, and one wire in the conus branch to try to cross the mid rca. It was informed that the physician felt that the stent strut might have gotten damaged by calcium and the wires. Procedure was completed with another resolute onyx rx drug eluting stent. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 26th stent wrap, with struts raised and stretched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.